Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5554-53 lead, implanted: (B)(6) 2011; 429688 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered due to right ventricular (rv) lead noise, short ventricular intervals and non-sustained ventricular tachycardia episodes. An rv lead failure was suspected. The noise was unable to be reproduced and an x-ray was performed showing no anomalies of the lead. The rv lead alert limits were reprogrammed and the patient will continue to be monitored via remote monitoring. The rv lead remains in use. No patient complications have been reported as a result of this event.